Event description:
After an implantation period of approx. 59 months, it was reported that the device shows the eri status. The ICD was replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The ICD was interrogated. The interrogation could be properly performed and it revealed the eri battery status. An amount of 21 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step the memory content of the device was inspected. The data showed an inconsistency between the amount of charge taken from the battery and the battery voltage, which led to the automatic activation of the eri battery status. The data analysis confirmed an unexpectedly low battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no peculiarities. The current consumption of the electronic module was directly measured. The inspection of the electronic module revealed no anomalies that might have led to the current status of discharge of the battery. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. The battery was opened to inspect the individual components. These were as expected in accordance to the battery state of charge. There was no indication of a battery failure. In conclusion, a premature activation of the battery status eri could be confirmed. However, despite a thorough analysis of the ICD no conclusion could be drawn regarding the root cause. Neither the electronic module, nor the battery showed any deviations which might have led to this event. Analysis showed that all device therapies were available while the ICD was implanted and in service.